Event description:
Reportedly, the device was found in standby mode during the interrogation on (B)(6) 2018. The device was correctly re-initialized.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. The pacemaker switched in standby mode on (B)(6) 2018 around 21:22 due to the corruption of a single bit in memory data. The root cause of this corruption could not be identified with certainty but the most probable hypothesis would be a seu (single event upset). Normal operation was restored by device re-initialization performed on (B)(6) 2018. No anomaly is suspected regarding the pacemaker. Standard follow-up intervals apply.

Event description:
Reportedly, the device was found in standby mode during the interrogation on (B)(6) 2018.the device was correctly re-initialized.